Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor picture and loose contact on plug. The event occurred prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the event was caused due to damage on cable unit, there is noise in the image. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during transurethral resection, the type of procedure was diagnostic, and the intended procedure was completed using a similar device.